Event description:
It was reported that the pacemaker system exhibited high right ventricular (rv) thresholds. Additionally, there was right atrial (ra) oversensing of myopotentials which resulted in inappropriate atrial tachy response (atr) episodes. It was noted that due to low p-waves the ra sensitivity was changed to .15mv and now is picking up a lot of the myopotentials. Technical services discussed programming options. At this time, the device, this ra lead and the rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).